Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during a preventative maintenance (pm) of the external pulse generator (epg), it was discovered that the battery door would not open. There was also 'play' in the battery clip and the display screen was hard to see through (cloudy). Technical support (ts) provided the caller the part numbers and noted that the device may need to be returned for repair. There was no patient involvement.